Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 23-sep-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had an unrelated back surgery on (B)(6), where they had 3 disks changed, and they heard their doctor mention that their "paddle didn't work anymore". The patient was not sure what the doctor was referring to and wondered if they should get their device checked before turning the ins back on. Patient services redirected the patient to their healthcare provider (hcp) for clarification and further discussion. The patient stated that the ins was "fully charged". They stated that the mdt therapy successfully helped improve their symptoms 50% or more. The patient stated that they didn't have an hcp anymore. Hcp website was provided to the patient to access at their convenience. No symptoms were reported.